Event description:
It was reported through a legal claim that the device was implanted on or about (B)(6) 2005 for treatment of urinary incontinence. The patient immediately suffered pain in pelvic region and was unable to urinate. She continues to suffer from severe ongoing pain which requires her to take daily morphine. She has recurring infections, has undergone numerous medical procedures including but not limited to surgical attempts to repair /remove device. To date attempts to repair / remove have been unsuccessful. Patient has sustained permanent & debilitating injuries and continues to experience problems with incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent revision of tension vaginal tape, cystoscopy and bladder dilation on (B)(6) 2006, due to sui and interstitial cystitis; and revision of tension free vaginal tape on (B)(6) 2006 due to erosion. It was reported that patient underwent midline vertical laparotomy, lso, excision of left adnexal cyst, lysis of adhesions and left ureterolysis on (B)(6) 2007 due to left adnexal cyst and multiple adhesions. It was reported that patient underwent abdominal laparotomy with right ovarian cyst on (B)(6) 2007, due to pelvic abscess and right ovarian cyst. No additional information was provided.